Event description:
It was reported to microvention¿s sales representative that ¿an acute bleeding blister aneurysm on the right ica was being treated with a fred 3507 stent. The stent was deployed without any observed issues.¿ after a couple of minutes, a physician reportedly noticed that ¿the stent did not have appropriate wall apposition. There was still contrast media flushing into the aneurysm.¿ allegedly, ¿the delivery wire was still in place and the physician then attempted to push the proximal end carefully with a headway 27 microcatheter. In the following x-ray with contrast media, it was detected that the proximal end of the inner layer of the fred separated from the outside stent.¿ it was also reported that ¿a dyna CT was performed that confirmed that the inner layer was separated and built a flap inside the stent. This flap caused thrombus formation.¿ reportedly, ¿the physician decided to occlude the right ica completely with coils. The occlusion was successful. After two days on the critical care unit, the patient died.¿ it was reported that ¿the patient already had a bad prognosis when the examination started; the patient had suffered three bleedings out of the blister aneurysm over the night before treatment.¿ during the preparation of this report, it was reported that ¿the date of death was the (B)(6) 2025."

Manufacturer narrative:
The device was implanted in the patient and is not available for return to the manufacturer for analysis. Fluoroscopic medical imaging was provided for investigation, the analysis of which is currently ongoing. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As the device was not returned for physical examination, the investigation was necessarily limited to a review of medical imaging, procedural information, and manufacturing records, which precludes definitive confirmation of the precise failure mechanism. The available imaging suggests a condition consistent with a frayed stent; however, this finding cannot be confirmed without direct device evaluation. Information provided by the reporting facility indicates that the physician manipulated the stent in an attempt to restore wall apposition, and such handling may reasonably have contributed to deformation of the stent structure and the appearance of a frayed condition on imaging. In the absence of evidence of manufacturing nonconformance and given the lack of a returned device, the observed condition cannot be conclusively attributed to a device defect, and procedural factors remain a plausible contributing cause. Risk review: based on a review of the device¿s risk documentation, the reported event did not indicate there was the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves ¿ device migration ¿ distal embolization ¿ headache ¿ incomplete aneurysm occlusion ¿ neurologic deficits including stroke and/or death ¿ perforation or dissection of the vessel(s) ¿ pseudoaneurysm formation ¿ rupture or perforation of aneurysm ¿ transient ischemic attack (tia) or ischemic stroke ¿ vasospasm ¿ vessel occlusion ¿ vessel stenosis or thrombosis warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to microvention¿s sales representative that ¿an acute bleeding blister aneurysm on the right ica was being treated with a fred 3507 stent. The stent was deployed without any observed issues.¿ after a couple of minutes, a physician reportedly noticed that ¿the stent did not have appropriate wall apposition. There was still contrast media flushing into the aneurysm.¿ allegedly, ¿the delivery wire was still in place and the physician then attempted to push the proximal end carefully with a headway 27 microcatheter. In the following x-ray with contrast media, it was detected that the proximal end of the inner layer of the fred separated from the outside stent.¿ it was also reported that ¿a dyna CT was performed that confirmed that the inner layer was separated and built a flap inside the stent. This flap caused thrombus formation.¿ reportedly, ¿the physician decided to occlude the right ica completely with coils. The occlusion was successful. After two days on the critical care unit, the patient died.¿ it was reported that ¿the patient already had a bad prognosis when the examination started; the patient had suffered three bleedings out of the blister aneurysm over the night before treatment.¿ during the preparation of this report, it was reported that ¿the date of death was the (B)(6) 2025."